Event description:
It was reported by service report that the stretcher is stuck in the highest position and the fowler will not lower all of the way down. No patient involvement or adverse consequences are reported.